Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed shock impedance measurements of greater than 125 ohms. The lead also displayed noise. The thresholds remained stable. Noise was not able to be reproduced. It was determined that the patient did not need high voltage therapy so that function was programmed off. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.